Event description:
It was reported that this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt) due to pacing on the t-wave. It was noted a premature ventricular contraction (pvc) was blanked due to atrial pacing and the pvc falling into the noise rejection window. The vt was successfully converted with one maximum energy shock. Technical services discussed decreasing the right ventricular blanking period after an atrial pace to mitigate pvc blanking. Reprogramming the lower rate limit was also discussed to allow for longer ventricular-atrial timing. The device was subsequently reprogrammed. No additional adverse patient effects were reported.